Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the most likely cause for the b30 error (scope transmission error) is are follows: it is assumed that the malfunction occurs when it is used with foreign substances such as dust, dirt and chemical stains, etc. Attached on the electrical contacts of scope connector due to user handling. The video system center cannot communicate with the endoscope. The instruction manual states ¿wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus." A DHR review was performed and no abnormalities were noted.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) performed troubleshooting with the customer and advised the customer to wipe the device¿s gold contact on the equipment with an alcohol prep pad. After cleaning the gold contacts with alcohol, the customer plugged in a scope without further issue. The device was not returned to the service center for evaluation, therefore the exact cause of the reported event cannot be determined.

Event description:
The service center was informed that during an unspecified procedure, a b30 scope communication error was observed. It was reported that the customer tried different 190 series scopes without result. Each time the processor and light source were shut off before the scope was removed. The intended procedure was completed. There was no patient injury reported.